Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log found error codes. The reported event of the receiver displaying the initializing screen without manual restart was confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been received. Evaluation is not complete. A follow-up will be submitted upon completion of device evaluation.